Manufacturer narrative:
Concomitant medical products: product ID :419478 lead, 507645 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to lead noise, and a suspected fracture. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.